Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A regional sales manager reported that a dialyzer blood leak occurred 15 minutes into the patient¿s hemodialysis (hd) treatment. Upon follow up with the registered nurse (rn) director, the blood leak was noted as being an external blood leak. The leak was visually observed. The machine used for the patient¿s treatment was a b braun (non-fresenius) machine. The bloodlines used for the patient¿s treatment were streamline (non-fresenius) bloodlines. It is unknown if blood leak test strips were used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was 350 ml. Per the medical center¿s procedure, the patient was prescribed one dose of prophylactic antibiotic vancomycin (1g) and an erythropoiesis-stimulating agent (esa) to increase red blood cell production. The rn director confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available for return for physical evaluation by the manufacturer.

Event description:
A regional sales manager reported that a dialyzer blood leak occurred 15 minutes into the patient¿s hemodialysis (hd) treatment. Upon follow up with the registered nurse (rn) director, the blood leak was noted as being an external blood leak. The leak was visually observed. The machine used for the patient¿s treatment was a b braun (non-fresenius) machine. The bloodlines used for the patient¿s treatment were streamline (non-fresenius) bloodlines. It is unknown if blood leak test strips were used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was 350 ml. Per the medical center¿s procedure, the patient was prescribed one dose of prophylactic antibiotic vancomycin (1g) and an erythropoiesis-stimulating agent (esa) to increase red blood cell production. The rn director confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.